Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was removed. Additional information was provided from the facility that the iol was exchanged during the initial procedure due to the zonules of the patient did not support the lens. A different model iol was implanted. Additional information was requested.

Manufacturer narrative:
Corrected data provided in: b.2. (Removed reportable malfunction), b.5 and h.6. (Product code updated from 2588 to 2993). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following intraocular lens (iol) implant procedure, the lens was explanted due to defective lens and the zonules did not support the lens, an anterior chamber lens was inserted. Additional information was requested.